Event description:
The complaint was reported as: the technical staff went into the hospital and took sample of a device and detected a leak in the supply tubing. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not complete at the time of this report.